Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The additional proglide device referenced in filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number is unknown. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the second and third proglide devices that were used had no suture present when the proglide plunger was removed. The sutures of another proglide device were successfully preplaced. The sheath was upsized to 21f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used after the tavi procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.